Event description:
User facility reported after a visual inspection that upon receipt and prior to use, both ends of the device were found to be very blunt and the support wires were exposed. There was no pt contact reported.